Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "incorrect machine set up". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse wanted to know if it was possible for the pads to leak causing them to be wet. Nurse also received a non-recoverable error earlier, but they cleared it, and cycled the power. If they changed the pad, could they save where they were in therapy, or would they need to start all over. Mis explained that if the pads was cut and therapy was stopped it could leak, but if therapy was running the pads cannot leak. Mis explained that the moisture was likely from urine, or another source such as feed. There was no alarm in the event log under system nor operational errors. Mis asked nurse to write down the number or take a picture of the screen should it come back. To replace the pad, stop therapy, empty pads, replace pad, and resume therapy where they left off.

Event description:
It was reported that the nurse wanted to know if it was possible for the pads to leak causing them to be wet. Nurse also received a non-recoverable error earlier, but they cleared it, and cycled the power. If they changed the pad, could they save where they were in therapy, or would they need to start all over. Mis explained that if the pads was cut and therapy was stopped it could leak, but if therapy was running the pads cannot leak. Mis explained that the moisture was likely from urine, or another source such as feed . There was no alarm in the event log under system nor operational errors. Mis asked nurse to write down the number or take a picture of the screen should it come back. To replace the pad, stop therapy, empty pads, replace pad, and resume therapy where they left off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.